Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery cap could not be removed. The customer's blood glucose level at the time of incident was 284mg/dl. The customer also states they were at the hospital due to high blood glucose levels. The customer's blood glucose level was 150mg/dl but had been as high as 300mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.